Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his bundle lead and sheath could not reach the target pacing area. It was noted that the lead was entangled with myocardial neoplasms and the sheath was severely deformed. The lead and catheter were not used, and another lead and catheter were used for implant. No patient complications have been reported as a result of this event.